Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 31 august 2022. Were reviewed by clinician. On (B)(6) 2022 the patient had a revision and incision and drainage, right knee to address aseptic loosening. The indications for surgery included persistent pain, instability, and effusions. The patient¿s primary surgery was noted to be 2 years prior. During the revision, the surgeon observed effusion, synovitis, and purulent-like material, infection. The femoral component was loose, ¿which was completely separated off the bone¿. All the components were removed, including the patella. Spacers were placed along with antibiotic beads.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. The photographs provided does not represent the device associated with this complaint. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.